Event description:
Same case as MFR report #: 6000093-2007-00039 olympia EU clinical trial. It was reported that 175 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced in-stent restenosis. The index procedure identified and treated one long lesion from the proximal to mid rca (right coronary artery). The target lesion was a 4.0x49mm, 90% restenosed lesion. The lesion was treated with direct stenting using three drug eluting stents: a 3.5x32mm taxus liberte, a 4.0x20mm taxus express2, and another taxus express2 of unk size. There was 0% residual stenosis and the patient was discharged the next day on asa and plavix. The patient returned 175 days later due to 90% in-stent restenosis of the proximal rca. The restenosis was treated with balloon angioplasty resulting in 0% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records could not be performed as the batch number is unk.